Event description:
A problem occurred with the ablate pv potentials in left atrium during atrial fibrillation ablation. Using a smart touch thermocool f catheter ablation, the problem occurred with force of catheter reading 20-30 grams off even after zeroing. New catheter replaced the other one, completed the procedure. No apparent harm to patient.